Manufacturer narrative:
Event date is an estimation. Further information requested but not received. The investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was replaced on (B)(6) 2016 for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.